Manufacturer narrative:
A review of the device history records for this device, which was manufactured in october 2012 was 100% visually inspected with no defects detected.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The procedure was mechanical thromboses of the iliac vein. After using the trellis device the physician tried to deflate the distal balloon but it would not deflate. The physician eventually just had to pull it out of the patient with the balloon still inflated.evaluation of a single image received shows the distal balloon still inflated.